Event description:
It was reported to boston scientific corporation, that during a ureteroscopy, a sensor urological guidewire was used. According to the complainant, while attempting to place a stent, the guidewire became unraveled and made stenting very difficult. There were no patient complications, but it is unknown if the procedure was completed.

Manufacturer narrative:
A visual analysis of the returned device revealed a bend at the proximal site of the distal tip. The outer coil was elongated and the core wire was detached from the distal tip. The elongation of the outer coil is evidence that extreme pulling force, greater than what the unit was design to withstand, was applied to the device causing the core wire detachment, however, other procedural factors may have contributed to the event and the root cause was not determined. The device history record review confirms that this device met all material, assembly, and performance specifications.